Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver the medication. This was discovered during use. The following information was provided by the initial reporter: used with tresiba. Drug didn't come out. The needle npe wasn't bent. Replaced by new product and drug came out.

Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned photos and sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. Investigation conclusion visual examination was carried out on the returned photos and sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. Root cause description as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver the medication. This was discovered during use. The following information was provided by the initial reporter: used with tresiba. Drug didn't come out. The needle npe wasn't bent. Replaced by new product and drug came out.